Event description:
During preparation for use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be operated. An alternate pump system was used to complete the procedure. There was no reported adverse consequence to the patient as a result of this event.